Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2010 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, continued incontinence, bladder spasms, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence. It was reported that the patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2012 with implantation of additional mesh due to medical necessity. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal and revision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6). It was reported that following insertion patient experienced infection, urinary problems, vaginal scarring, urgency, and frequency.

Event description:
It was reported that patient underwent removal and revision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6). It was reported that following insertion patient experienced infection, urinary problems, vaginal scarring, urgency, and frequency.